Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v009544, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4)implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 377760, lot# v009505, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The consumer reported he had a spinal cord stimulator implanted approximately 9 years ago and it had stopped working. It would not charge and the patient was not going to replace it. The patient queried whether it should be removed or if it was safe to leave in place. Relevant medical history included post lumbar laminectomy syndrome. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.